Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, prime test, and displacement test. However, the device was received stuck in the motor error loop during bolus and r basal delivery. Motor position encoder error was not confirmed due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device was received with cracked case at display window corners.

Event description:
It was reported that the insulin pump alarmed motor error during the priming process. The caller did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.